Event description:
A cryoablation procedure was performed on (B)(6) 2012 with good pvi results and no acute issues. On (B)(6) 2012, the patient was admitted to hospital with severe abdominal discomfort and gi upset (nausea and vomiting). Details of the case on (B)(6) 2012 included a vagal response during thawing after cryoablation of the lspv. The physician suspects vagal nerve damage during the freeze/thaw. As per physician, the patient symptoms are indicative of gastroparesis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for investigation. There was no indication of product malfunction.